Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use and before the use of bd vacutainer® safety-lok¿ blood collection set, the customer experienced disconnection between the end of the tubing, the white luer lock and the needle. In during use, blood leaked on the chair and the floor on (1) device with no patient impact reported; patient was re-stuck and in before use, (1) device was discarded, as it was noticed before using.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jul-2024. Investigation summary: bd received one (1) unused sample and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for disconnection was observed. Additionally, the customer returned sample was evaluated by visual examination and disconnection of fg luer adapter hub from psv luer connector with the incident lot was observed. Also, 10 retention samples from bd inventory were evaluated by visual examination, pull force test and dimensional test and the issue of separation/ disconnected during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of separation/disconnected during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use and before the use of bd vacutainer® safety-lok¿ blood collection set, the customer experienced disconnection between the end of the tubing, the white luer lock and the needle. In during use, blood leaked on the chair and the floor on (1) device with no patient impact reported; patient was re-stuck and in before use, (1) device was discarded, as it was noticed before using.